Manufacturer narrative:
Additional information and corrected data: the suspect product received has lot number 0019. Therefore, the following fields have been updated accordingly as the lot number is no longer unknown: section d4-catalog number: the number provided on the initial report is the complete number. Section d4-lot number: 0019. Section d4-expiration date: no data available. Section d4-primary unique device identification (UDI) number: (B)(4). Section h4-manufacturing date: no data available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - catalog #: a complete number is unknown, as product serial number was not provided. Section d4 - lot #: unknown/ not provided. Section d4 - expiration date: unknown, as product lot number was not provided. Section d4 - UDI #: unknown, as product lot number was not provided. Section d6a - implant date: not applicable. The inserter is not an implantable device. Section d6b - explant date: not applicable. The inserter is not an implantable device. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. No lot number was provided for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following the implantation of a gcb00 model lens using the vitan injector, the surgeon observed a ¿small dot of metal¿ in the patient¿s eye after the procedure. The surgeon successfully retrieved the metal fragment from the eye, there was a delay in the procedure. It is unknown whether the metal originated from the inserter but could not have come from the gcb00 unit. The patient fully recovered, daily activities were not significantly affected. No further information was provided.